Event description:
Procedure was transvenous closure of a pda. The appropriately extruded coil did not set in the pda and was pulled into the mpa. The bioptome was used to pull the coil back into the long #4 sheath. The last loop of the coil hung up on the tip of the sheath. A pull of the bioptome disengaged the bioptome from the coil. The sheath was slowly pulled back, but the coil was entrappped in the rvot with the proximal portion within the tv apparatus. The coil could not be transvenously removed. The coil was surgically removed the next day with the pda closure.